Manufacturer narrative:
Externalized conductors were unable to be confirmed based on the review of the x-rays provided. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Additional information received indicated diagnostic imaging was performed. Additionally, the diagnostic imaging was reviewed by abbott technical support and they were unable to confirm if externalized conductors were present.

Event description:
It was reported that far field p-wave oversensing resulting in pacing inhibition and high capture threshold was observed on the right ventricular (rv) lead. Externalized conductors were alleged to be the cause of the event. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated a venogram was performed to assess access for implanting a new lead.